Event description:
Fallopian tube tissue adhered to the jaws of a bipolar coagulation forceps during a laparoscopic tubal sterilization. Bleeding occurred when the physician removed the instrument from the abdomen. A laparotomy was done to stop the bleeding associated with the torn fallopian tube.